Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. A correction to the catalog # has been made, as it was inadvertently reported incorrectly in the initial report. It was confirmed that the correct catalog # is ra*fa18181cm; therefore, section d1 has been updated. The actual device was received for evaluation. A peeled-off segment and a guide wire (main body) were retuned for evaluation. Visual and magnifying inspection of the peeled-off segment found it was a 120mm-long belt-like piece. The peeled-off segment was subjected to qualitative analysis by ft-ir and confirmed it had a spectrum similar to that of the urethane outer layer of a factory-retained guide wire of the same product type as the actual sample. Visual and magnifying inspection of the main body revealed that the in the area of approximately 93mm-250mm from the distal end of the main body (157mm in length), the urethane outer layer was absence over the entire circumference; the core wire was exposed. The urethane outer layer had been turned back by 23mm form the point at approximately 93mm from the distal end. The surface of this point was smooth. The proximal end of the turned back layer was located at approx.70mm from the distal end of the main body. Based on the findings, the portion of the urethane outer layer removed from the main body is 157mm-23mm=134mm in length, while the peeled-off segment is 120mm in length. From this, it is inferred that deficient length of the urethane outer layer of the actual sample is approximately 14mm in length. Abrasions had been generated on the surface of the area 0mm-70mm from the distal end of the main body, which suggested that a hard object had been exposed to this area. The outside diameter of the main body was measured on the undamaged segment and confirmed to meet the manufacturer specifications. Reproductive testing was performed, and a metal torque device was attached and tightened to a current product sample of the involved product code. In this state, the test sample was pulled in the proximal direction through the torque device. The test result showed that the urethane outer layer, after having been ripped and peeled from the core wire, was rolled back over the wire in the proximal direction. The state of damage on the test sample was confirmed to be similar to that on the actual sample. IFU states: do not manipulate or withdraw the guide wire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needles is recommended when using this wire for initial placement. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample in the state of being trapped in a rigid object (e.g. Metal torque device) was exposed to advancing and withdrawal manipulation. As a result, the urethane outer layer was peeled off the core wire and rolled back in the proximal direction, and the core wire was exposed. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k): k122590 and k163004. Health professional- requested, not provided. Occupation-requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when advancing the radifocus glidewire advantage in the guiding cath (he does not remember which one it was), he felt some friction or resistance. He was already quite distal; however, still with the wire within the gc. Then he pulled the wire back and out and saw that a part of the tip (cover) had come off. The wire had not yet been in the vessel, only in the gc. He then used another wire and the procedure went on successfully. After the wire had been used in the patient, the physician realized that a part of the wire (coating) had ripped off the wire. Whether material had stayed within the patient could not be assessed. Optical check of the wire prior to insertion into patient had not revealed any irregularity. The procedure went on successfully.